Event description:
It was reported that the balloon rupture occurred. A coyote es mr 1.5 mm x 20 mm x 143 cm balloon catheter was advanced for dilation. However, during fifth inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.